Manufacturer narrative:
Based on inspection and test results, the returned product has been found to be within specifications. Patient's medical history of bruxism and alcoholism may have contributed to the device's failure to osseointegrate.

Event description:
Product was returned as an implant failure after 11 months. Based on the report, the patient had a medical history of bruxism and alcoholism, oral hygiene was described as moderate, and bone condition was described as moderate. Surgery was traditional two stage on tooth #10. The doctor indicated that the device was not received damaged or defective such that it did not perform as intended, and that the implant was removed due to pain.